Manufacturer narrative:
The insulin pump had cracked case at display window corners, belt clip slot, minor scratched and cracked display window. Pump passed the functional testing, including the operating currents measurement, self test, unexpected restart error test, displacement test, rewind, basic occlusion, occlusion, prime and excessive no delivery test. The test minilink transmitter communicated properly to the pump and no unexpected bg now alarm anomaly or calibration anomaly during testing noted. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that their insulin pump was damaged. The caller stated that there is a crack on the face of the insulin pump on the lower left hand corner from the lcd screen. The customer also stated that the display is not visible at times. The customer did not provide their blood glucose level at the time of the incident or at the time of the phone call.  The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.